Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. Device 1 was returned in the pret1 setting with no suture or implants returned. Device 2 was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. Both devices were returned without the white depth gauges and there is biological debris on the returned items. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Additional information in d4 (lot no. & exp. Date) and h4 (mfg. Date).

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, two (2) fast-fix flex t2 implants come off from the meniscus after both implants were deployed successfully. The procedure was completed with a s+n back up device. There was a delay of 10 minutes and no further complications were reported.